Event description:
The pts father is reporting for pt and cannot remember exact date of event or device values. States that event happened about 1 month ago. Son had been testing blood glucose on suspect device and getting erratic readings for past 2-3 months. Son was adjusting insulin based off of suspect device readings and having low blood glucose events. He had to be driven to the hosp where he was given an intravenous catheter with fluids and glucose injection.